Manufacturer narrative:
Unit had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform prime/compromised force sensor system test or test for battery icon anomaly due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was cracked. The buttons on the insulin pump were unresponsive. Sometimes insulin shot out when he was priming. The battery bar fluctuated from one to three bars. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.